Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the returned stent was found to be deployed (stent was deployed on the table after the procedure by the physician). The stent stabilizer was found to be broken/fractured to the proximal end. The distal tip of the stent stabilizer was found to be deformed. The stent delivery catheter was found to be kinked/bent. Dry blood was noted to be inside the stent delivery catheter. The stent was found to be intact. During functional inspection, stent failed/unable to deploy functional test was not able to perform and stent stabilizer broken/fractured during use was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, the stent could not be pushed out to deploy and after several tries the stent delivery pole was fractured. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was not tortuous. The device was returned and it was confirmed that the proximal section of the stabilizer was broken/fractured, while the distal section of the stabilizer was deformed. The stent delivery catheter was noted to be kinked. It is probable that the device was damaged during the clinical procedure, causing the difficulty to deploy the stent and the subsequent damage noted to the device. An assignable cause of procedural factors will be assigned to the reported 'stent stabilizer broken/fractured during use' and 'stent failed/unable to deploy' and to the analyzed 'stent stabilizer broken/fractured during use', 'stent stabilizer deformed', and 'stent delivery catheter kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, the delivery pole of the subject stent was fractured during deployment when the physician tried to push it out of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure, the delivery pole of the subject stent was fractured during deployment when the physician tried to push it out of the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.